Event description:
It was reported that the patient developed a ventricular tachycardia (vt) at an average rate of 197 beats/minute. The vt occurred subsequent to a ventricular pace following a cross-chamber blanked intrinsic ventricular beat. The implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing, with the rhythm being successfully converted after the fifth burst. Technical services recommended further review of the device programming. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that subsequently, there were multiple similar episodes of vt induced after a ventricular pace following a cross-chamber blanked intrinsic ventricular beat. One such episode was converted with a 41 joule shock. No adverse patient effects were reported.

Event description:
It was reported that the patient developed a ventricular tachycardia (vt) at an average rate of 197 beats/minute. The vt occurred subsequent to a ventricular pace following a cross-chamber blanked intrinsic ventricular beat. The implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing, with the rhythm being successfully converted after the fifth burst. Technical services recommended further review of the device programming. The ICD remains in service and no adverse patient effects were reported.